Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses and experienced bilateral deflation post-operatively, which was confirmed during an office exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 14, 2024, mentor received additional information reporting that the patient was to undergo device explanation on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 30, 2025, mentor received additional information regarding the patient's date of device explantation. It was reported that the patient's date of device explantation was going to be on (B)(6) 2025. On january 13, 2025, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 635cc mentor memorygel boost breast implant (catalog number smhb635) with serial number (B)(6). The patient age has been updated to 39 years old. It was also reported that the patient experienced grade two breast ptosis. In addition, during the explantation, the breast was found to be grossly intact, however, the right breast prosthesis did appear to be slightly smaller in volume indicating a slow leak. The breast pocket was also found to be laterally displaced. Reason for device explant and/or reoperation: deflation and device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 05, 2025, the mentor failure analysis lab has received the device for evaluation. On february 19, 2025, the evaluation for the device was completed. Visual analysis of the returned device revealed that no damage or anomalies were observed on the sm mpps dv 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).